Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up during a case. Also, the image was split. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.